Manufacturer narrative:
The device is available for evaluation. It has not been received. Additional initial reporter phone: (B)(6).

Event description:
The event involved a tego connector that the customer reported there was unspecified amount of blood leakage through the tego plug of the central venous catheter (cvc). The cvc was clamped with clampers but the tego was not changed. The event occurred during patient use and the patient went to the local health center emergency room for the unspecified blood loss. There was no need for medical intervention in the health center, they only clamped the cvc clamps. Upon arrival at dialysis the next day, the patient discussed the event and did not report any symptoms related to this event. There was patient involvement, however, no harm reported as a result of the event.

Manufacturer narrative:
Received sixty-one (61) new d1000 tego connector lot #5189867 and three (3) new d1000 tego connector lot #5408793 for inspection. Thirty-five (35) of the returned samples from lot #5189867 were randomly selected as a representative sample for functional testing. All three (3) of the returned samples from lot #5408793 were tested. All samples met design specifications. The reported complaint of leakage could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.